Event description:
Reportable based on analysis approved on 04/25/2007. It was reported that during a pta treatment procedure, a balloon rupture occurred. The lesion in the left anterior tibial artery was 95% stenotic with heavy calcification. During the procedure, the balloon was ruptured at 15atms on 1st inflation. The procedure was completed with another manufacturer's balloon. There were no reported patient complications and the current patient condition is reported as "good".

Manufacturer narrative:
Device analysis: device analysis confirmed the complaint. Visual examination of the device found a complete circumferential tear in the balloon material at the distal end of the proximal bond site. Microscopic examination of the balloon material could not identify any issues with the balloon or the proximal markerband that could have contributed to the tear. A review of the manufacturing record for batch 8987945 shows that the device met its material, assembly and product specifications. No additional complaints have been received to date for this batch 8987945 of devices. The root cause of the complaint incident could not be identified.